Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician visualized a possible issue in the lead where the competitor's implantable pulse generator set screw appeared to compromise the lead body. High lead impedance was observed on the day of surgery, and impedance testing was performed with reported values of 23531, 29627, 34217, 28285, 25531, 21901, 20531, and 33422; contacts 0¿7 were reported to have good impedance values. It was reported that the lead was seated all the way in the header with green x¿s except for contact 13, and that the patient had been switched to the competitor 12-contact generator with a larger header, after which the set screw was tightened down onto the body of the lead. Troubleshooting was performed, and it was reported that bilateral and isolated right-sided coverage was achieved and closed loop spinal cord stimulation was set up. The issue was reported to be ongoing and unresolved. No patient injury or adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.